Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc (B)(6) 2007; 6948-58 (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the right ventricular lead was not implanted. Follow-up received from the sales representative revealed the rv lead was attempted and not used due to basic dissatisfaction on the behalf of the physician. There was no evidence of a product malfunction. No patient complications have been reported as a result of this event.